Manufacturer narrative:
(B)(6). (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss performed a system checkout and checked all laser functions. The fss increased isolator current to improve stability, moved beam on sesam, performed engine health check, performed autocorrelation, performed z scale calibration, performed spot size measurement, updated energy conversion factor, made z baseline more negative, and cut numerous gels at 90, 100, 120 and 200. The fss suggested to the surgery center to cut flaps at min depth of 100. If an easier lift is preferred the energy could be increased from 0.85uj or spot and line reduced to 6/6. In addition, a 3 month preventative maintenance was performed. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a thin difficult flap creation on the right eye (od) resulting in the aborting the procedure. A brief description from the surgery center indicated the surgeon had created flaps for both eyes. The surgeon tried to lift the flap from the right eye but felt the flap was too thin and did not continue with the laser treatment. The surgeon had moved across approximately 60% of the flap before aborting the lift. He did not attempt to lift the flap on the left eye. The patient was treated with topical steroids. The patient procedure was postponed for a later date.